Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that hematoma occurred. It was reported that versacross connect laac access solution selected for a laa (left atrial appendage) closure procedure, was being performed using transesophageal echocardiogram (tee) imaging. During transseptal puncture (tsp) using versacross connect kit (vcc) and watchman trusteer access system (was), radiofrequency (rf) energy was delivered; however, the rf wire was not visualized in the left atrium (la). The wire was withdrawn, the was was repositioned, and rf energy was delivered again, resulting in successful transseptal access to the la. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and the closure device was implanted. The procedure was completed. Upon completion of the procedure, tee imaging identified a hematoma involving the aorta. No acute clinical instability was reported. No medical or surgical intervention was required at that time. The patient was admitted in the hospital for overnight observation and is expected to fully recover, and later on patient has been discharged. No further intervention was required. In the physician's opinion, tsp is the cause of the aortic hematoma. Procedure was completed. The device is not expected to return for analysis as disposed.

Event description:
It was reported that hematoma occurred. It was reported that versacross connect laac access solution selected for a laa (left atrial appendage) closure procedure, was being performed using transesophageal echocardiogram (tee) imaging. During transseptal puncture (tsp) using versacross connect kit (vcc) and watchman trusteer access system (was), radiofrequency (rf) energy was delivered; however, the rf wire was not visualized in the left atrium (la). The wire was withdrawn, the was was repositioned, and rf energy was delivered again, resulting in successful transseptal access to the la. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and the closure device was implanted. The procedure was completed. Upon completion of the procedure, tee imaging identified a hematoma involving the aorta. No acute clinical instability was reported. No medical or surgical intervention was required at that time. The patient was admitted in the hospital for overnight observation and is expected to fully recover, and later on patient has been discharged. No further intervention was required. In the physician's opinion, tsp is the cause of the aortic hematoma. Procedure was completed. The device is not expected to return for analysis as disposed. It was further reported that the versacross rf wire and dilator were in the patient at the time of issue occurred. The versacross rf wire did not malfunctioned, it was only the tsp location. The patient was admitted overnight instead of same day discharge, the patient was discharged on (B)(6) 2025, the patient was stable and the only issue with tsp was difficult imaging.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.